Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified inner shunt. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, when the balloon was inflated one time, at 10 atmospheres for a few seconds, it ruptured. The device was successfully removed and replaced for another of the same model to complete the procedure. No complications reported, and patient status was good.